Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed the internal battery degraded alarm. The internal battery was replaced to address this issue. During the service evaluation it was determined that the device failed to complete its internal self-test due to a pneumatic block failure. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm. There was no patient injury reported as a result of this incident."